Manufacturer narrative:
(B)(4).

Event description:
It was presorted that during a routine device changeout procedure, imaging revealed a dislodgement of the atrial lead. The patient was asymptomatic. The lead was explanted and replaced during the planned procedure.

Manufacturer narrative:
(Event description) should begin with "it was reported that", not "it was presorted that".